Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a blank display on their insulin pump. Customer declined to troubleshoot for their blank display. The customer stated they had a crack on the battery casing, which must be the cause of their blank display. The customer's blood glucose was 103 mg/dl. Customer stated they would call back if they needed a replacement insulin pump. No additional information provided.